Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history has several large primes recorded. A full rewind, load and prime sequence was performed successfully with no issues. The force sensor calibration was out of specifications. The force sensor was removed from motor assembly and the force sensor plate was contaminated with a green substance. The force sensor plate resistance reading was out of specifications. The force sensor plate resistance was out of specifications. There was a bad force sensor calibration low. The battery compartment was cracked. Unrelated to the complaint, evaluation revealed a scratched, dim display screen and worn keypad symbols, which has no effect on insulin delivery function. (B)(6). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(4) 2013.